Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported an (07) system alarm error message on his insulin infusion device. The patient was advised of possible causes. During troubleshooting, it was determined that the battery expired 04/2007. The patient was advised to change the battery which cleared the error. The patient called the next day very upset. He stated he received an (04) occlusion error message on his infusion device and his blood glucose reading was 480 mg/dl. The patient stated he corrected this by injecting 18 units of insulin. He stated he had received several battery and system alerts over the last few days. During troubleshooting, the patient stated he lays asphalt and works in an extremely hot environment. The patient wanted information on how to protect his infusion device from the extreme temperature. On follow-up, the patient stated he removed the infusion device almost 30 hours ago and left it at home in the run mode. The device has not alerted during this time. The patient stated he realizes the temperatures are affecting his infusion device therapy as the recommendation for batteries, insulin and the device are 122 degrees while in run and 149 degrees while in storage. The patient stated he stands on asphalt that is "up to 300 degrees f" in heat of "over 90 degrees f." He stated he is now back within his normal blood glucose range and that he will stay on insulin injection therapy while the extreme temperatures remain.